Event description:
This device's temperature reached -21 degrees celsius, below guidelines, and froze to the head of the patient causing minor frostbite. The patient described a burning sensation. Her left ear was very red and did not have sensation when touched. A day later, blisters ruptured on the left ear. The device had visible frosting on the outside of the cap and was cold to the touch. This device, compared to the others used on patients, does not turn off but constantly runs. FDA safety report ID# (B)(4).